Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that they were vomiting and had diarrhea. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will be returned for analysis.